Event description:
Complainant alleged that at the time of power up during routine testing , the main switch was inoperative and a light appeared on the left side of the display. Additionally, there was a continuous alarm, but no beeps were heard. There was no pt involvement during the reported malfunction.